Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement surgery, the physician was unable to unscrew the right ventricular (rv) lead from the device header. The lead was cut from the device header, capped, and replaced. The device was explanted and replaced, and the patient's condition was stable following the procedure. Related manufacturer reference number: 2938836-2017-25313.